Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of a rattling noise was confirmed. A visual and functional assessment was performed on the device which found that the nose tube assembly and the thimble set screw were loose, and the device failed for vibration. It was further determined that the device had an unusual noise and vibration, and the full functional test could not be performed. During repair, it was observed that the bearings were worn out and corroded causing the vibration and unusual noise. It was determined that due to corrosion of the device, it could not be fully disassembled. That was due to normal use and servicing over time. It was further determined that the failure was caused by worn out bearings. It was determined that the issue associated with the loose nose tube assembly and thimble set screw were due to normal wear over time. The assignable root cause was due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device made a rattling noise while being used and was also heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.